Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("because in addition to the colic-like colic in") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 (patient already had three children), recurrent abortion and multi gravida (she implanted the device after her third pregnancy). In (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criterion intervention required), headache ("headache"), polymenorrhagia ("increased flow and frequency of menstruation (hyperpolymenorrhoea) including clots"), abdominal distension ("abdominal distension"), dysmenorrhoea ("she started to have intense pain during the menstrual flow dysmenorrhoea) which has prevented her from having a satisfactory and full sex life as she had before, with her partner"), adenomyosis ("she had a condition of adenomyosis"), depression ("depression"), anxiety ("anxiety"), impaired quality of life ("that the current situation has strongly interfered in her daily"), mental disorder ("psychological suffering"), procedural pain ("the doctors performed the procedure partially, which causes a lot of pain and bleeding") and procedural haemorrhage ("the doctors performed the procedure partially, which causes a lot of pain and bleeding"). The patient was treated with anti-inflammatory (diclofenac sodium) and analgesics as well as surgery (partial hysterectomy). Essure was removed. At the time of the report, none of the events had resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, anxiety, depression, dysmenorrhoea, headache, impaired quality of life, mental disorder, polymenorrhagia, procedural haemorrhage and procedural pain to be related to essure administration. The reporter commented: it is true that the medical complications resulting from the product's addiction defects persist until the present moment, causing her intense physical and psychological suffering, as she lives with the real and imminent risk of seeing a perforated vital organ, in addition to several health problems, including the risk of death. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("because in addition to the colic-like colic in") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 (patient already had three children), recurrent abortion and multi gravida (she implanted the device after her third pregnancy). In (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criterion intervention required), headache ("headache"), polymenorrhagia ("increased flow and frequency of menstruation (hyperpolymenorrhoea) including clots"), abdominal distension ("abdominal distension"), dysmenorrhoea ("she started to have intense pain during the menstrual flow dysmenorrhoea) which has prevented her from having a satisfactory and full sex life as she had before, with her partner"), adenomyosis ("she had a condition of adenomyosis"), depression ("depression"), anxiety ("anxiety"), impaired quality of life ("that the current situation has strongly interfered in her daily"), mental disorder ("psychological suffering"), procedural pain ("the doctors performed the procedure partially, which causes a lot of pain and bleeding") and procedural haemorrhage ("the doctors performed the procedure partially, which causes a lot of pain and bleeding"). The patient was treated with anti-inflammatory (diclofenac sodium) and analgesics as well as surgery (partial hysterectomy). Essure was removed. At the time of the report, none of the events had resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, anxiety, depression, dysmenorrhoea, headache, impaired quality of life, mental disorder, polymenorrhagia, procedural haemorrhage and procedural pain to be related to essure administration. The reporter commented: it is true that the medical complications resulting from the product's addiction defects persist until the present moment, causing her intense physical and psychological suffering, as she lives with the real and imminent risk of seeing a perforated vital organ, in addition to several health problems, including the risk of death. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("proximal end that crosses the myometrium in the interstitial portion of the right") and abdominal pain lower ("because in addition to the colic-like colic in") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of diuresis, bleeding genital, nausea, respiratory disorder, sweating, perineal pain, pelvic pain female, urinary incontinence, bipolar disorder, hypertension, obesity, caesarean section, parity 3 (patient already had three children,two natural, one caesarean), recurrent abortion and multi gravida (she implanted the device after her third pregnancy). Previously administered products included: depo-provera. As concurrent condition the report mentioned vaginal bleeding. Concomitant products included medroxyprogesterone and diazepam. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced uterine perforation (seriousness criterion intervention required), abdominal pain lower (seriousness criterion intervention required), headache ("headache"), polymenorrhagia ("increased flow and frequency of menstruation (hyperpolymenorrhoea) including clots"), abdominal distension ("abdominal distension"), dysmenorrhoea ("she started to have intense pain during the menstrual flow dysmenorrhoea) which has prevented her from having a satisfactory and full sex life as she had before, with her partner"), adenomyosis ("she had a condition of adenomyosis"), a first episode of depression ("depression"), anxiety ("anxiety"), impaired quality of life ("that the current situation has strongly interfered in her daily"), mental disorder ("psychological suffering"), procedural pain ("the doctors performed the procedure partially, which causes a lot of pain and bleeding"), procedural haemorrhage ("the doctors performed the procedure partially, which causes a lot of pain and bleeding"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), pain ("body pain"), asthenia ("weakness"), bipolar disorder ("psychiatric disorder bipolar"), ovarian cyst ("during the procedure, a left-sided ovarian cyst (haematic) was also identified"), memory impairment ("forgetfulness"), fine motor skill dysfunction ("loss of movement on my right side"), abdominal pain upper ("pain in my in my stomach") and a second episode of depression ("depression"). The patient was treated with anti-inflammatory (diclofenac sodium) and analgesics as well as surgery (subtotal hysterectomy (removal of the uterine body) + bilateral salpingectomy). At the time of the report, the abdominal pain lower, headache, polymenorrhagia, abdominal distension, dysmenorrhoea, adenomyosis, anxiety, impaired quality of life, mental disorder, procedural pain and procedural haemorrhage had not resolved. The outcomes for alopecia, abdominal pain, pain, asthenia, bipolar disorder, ovarian cyst, memory impairment, fine motor skill dysfunction, abdominal pain upper and the last episode of depression were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, alopecia, anxiety, asthenia, bipolar disorder, the first episode of depression, the second episode of depression, dysmenorrhoea, fine motor skill dysfunction, headache, impaired quality of life, memory impairment, mental disorder, ovarian cyst, pain, polymenorrhagia, procedural haemorrhage, procedural pain and uterine perforation to be related to essure administration. The reporter commented: it is true that the medical complications resulting from the product's addiction defects persist until the present moment, causing her intense physical and psychological suffering, as she lives with the real and imminent risk of seeing a perforated vital organ, in addition to several health problems, including the risk of death. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2020: identified signs of adenomyosis and visualized a bilaterally implanted glandular device. Adenomyosis is an infiltration of the uterine wall by endometrial tissue, which should cover the uterus internally. This change can cause pelvic pain but is not related to the placement of essure; on (B)(6) 2021: absence of uterus (history of hysterectomy). Ovaries of normal shape, volume and texture. Right ovary measuring 26 x 21 mm. Left ovary measuring 28 x 25 mm. There is no evidence of free fluid in the posterior cul-de-sac. Pelvic varicose veins; (dates unknown): both were correctly inserted. And transverse image of the right uterine horn with identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the right tube (figure 1). Transverse image of the left uterine horn with identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the left tube (figure 2). Transverse image of the uterus was obtained with identification of the bilateral devices quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-aug-2023: report received on (B)(6) 2023 but date cannot be earlier than most recent follow up thus entered as (B)(6) 2023. Event uterine perforation, alopecia, abdominal pain, pain , asthenia, bipolar disorder, ovarian cyst, memory impairment, abdominal pain upper , depression are added. Concomitant drugs, medical history, lab data updated. Patient , reporter information updated. Essure insertion & removal date & removal surgery details updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("proximal end that crosses the myometrium in the interstitial portion of the right") and abdominal pain lower ("because in addition to the colic-like colic in") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of diuresis, bleeding genital, nausea, respiratory disorder, sweating, perineal pain, pelvic pain female, urinary incontinence, bipolar disorder, hypertension, obesity, caesarean section, parity 3 (patient already had three children,two natural, one caesarean), recurrent abortion and multi gravida (she implanted the device after her third pregn(bancy). Previously administered products included: as concurrent condition the report mentioned vaginal bleeding. Concomitant products included medroxyprogesterone and diazepam. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced uterine perforation (seriousness criterion intervention required), abdominal pain lower (seriousness criterion intervention required), headache ("headache"), polymenorrhagia ("increased flow and frequency of menstruation (hyperpolymenorrhoea) including clots"), abdominal distension ("abdominal distension"), dysmenorrhoea ("she started to have intense pain during the menstrual flow dysmenorrhoea) which has prevented her from having a satisfactory and full sex life as she had before, with her partner"), adenomyosis ("she had a condition of adenomyosis"), a first episode of depression ("depression"), anxiety ("anxiety"), impaired quality of life ("that the current situation has strongly interfered in her daily"), mental disorder ("psychological suffering"), procedural pain ("the doctors performed the procedure partially, which causes a lot of pain and bleeding"), procedural haemorrhage ("the doctors performed the procedure partially, which causes a lot of pain and bleeding"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), pain ("body pain"), asthenia ("weakness"), bipolar disorder ("psychiatric disorder bipolar"), ovarian cyst ("during the procedure, a left-sided ovarian cyst (haematic) was also identified"), memory impairment ("forgetfulness"), fine motor skill dysfunction ("loss of movement on my right side"), abdominal pain upper ("pain in my in my stomach") and a second episode of depression ("depression"). The patient was treated with anti-inflammatory (diclofenac sodium) and analgesics as well as surgery (subtotal hysterectomy (removal of the uterine body) + bilateral salpingectomy). At the time of the report, the abdominal pain lower, headache, polymenorrhagia, abdominal distension, dysmenorrhoea, adenomyosis, anxiety, impaired quality of life, mental disorder, procedural pain and procedural haemorrhage had not resolved. The outcomes for alopecia, abdominal pain, pain, asthenia, bipolar disorder, ovarian cyst, memory impairment, fine motor skill dysfunction, abdominal pain upper and the last episode of depression were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, alopecia, anxiety, asthenia, bipolar disorder, the first episode of depression, the second episode of depression, dysmenorrhoea, fine motor skill dysfunction, headache, impaired quality of life, memory impairment, mental disorder, ovarian cyst, pain, polymenorrhagia, procedural haemorrhage, procedural pain and uterine perforation to be related to essure administration. The reporter commented: it is true that the medical complications resulting from the product's addiction defects persist until the present moment, causing her intense physical and psychological suffering, as she lives with the real and imminent risk of seeing a perforated vital organ, in addition to several health problems, including the risk of death. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2020: identified signs of adenomyosis and visualized a bilaterally implanted glandular device. Adenomyosis is an infiltration of the uterine wall by endometrial tissue, which should cover the uterus internally. This change can cause pelvic pain but is not related to the placement of essure; on (B)(6) 2021: absence of uterus (history of hysterectomy). Ovaries of normal shape, volume and texture. Right ovary measuring 26 x 21 mm. Left ovary measuring 28 x 25 mm. There is no evidence of free fluid in the posterior cul-de-sac. Pelvic varicose veins; (dates unknown): both were correctly inserted. And transverse image of the right uterine horn with identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the right tube (figure 1). Transverse image of the left uterine horn with identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the left tube (figure 2). Transverse image of the uterus was obtained with identification of the bilateral devices quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: the previous follow up's (24-aug-2023) correct clock start date is 11-oct-2023. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.